Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious - even though there was no reintervention the final mitral regurgitation reduction was impacted by the event.

Event description:
Per report received from japan, edwards received notification of a pascal precision ace procedure in mitral position. There was a protruding calcification in the area of a2p2 lateral intended for grasping, and it was suspected that grasping this site might interfere with the implant. Therefore, the decision was made to aim for the central portion instead. However, once the procedure began, the implant ended up positioned over the calcified area. Upon grasping, regurgitation was limited to mild mitral regurgitation (mr), and the calcification did not appear to be causing any issues on echocardiography. Hemodynamics improved, so the device was released. Later, the physician sent an email reporting that the echocardiogram performed the following day showed severe mr originating slightly posterior to the leaflet grasping site. There was concern that a perforation might have occurred. At the time of the report, there was no worsening of heart failure in the patient. Additional information was received from ew clinical specialist on (B)(6) 2025, given that the patient is (B)(6), the family has expressed that they do not wish to pursue transesophageal echocardiography or any additional procedures. Therefore, no further interventions are being considered.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. H6 investigation conclusions: adverse event related to patient anatomy and/or condition. The complaint for "leaflet damaged while capturing" was confirmed with other empirical evidence based on the information provided by the clinical specialist present at the case. Available information suggests patient factors (i.e., protruding calcification on the intended grasping site) likely contributed to the event. A serial number for the device involved in this event was not provided; therefore, a DHR review cannot be completed. Since no edwards defect was identified, corrective or preventative actions are not required.